Event description:
It was reported that during a ptca procedure, the wire appeared to have fractured. The lesion was located in the very calcified right coronary artery (rca). Under cineangiography, the distal tip of the wire appeared defective with a possible fracture. The procedure was completed with another of the same wire. No pt injuries or complications were reported. Pt status is listed as "okay." Add'l info has been requested.

Manufacturer narrative:
The returned product analysis is not complete as of the date of this report. A supplemental report will be filed when the analysis is complete.